Event description:
It was reported that while implanting product the implant sheared off, breaking flush with the second metatarsal. No significant delay or patient injury reported. Procedure was completed with back-up device.

Manufacturer narrative:
One proximal phalanx from a 2.7mm proximal hat-trick pip system was returned for evaluation. Approximately .287 of the distal end of the proximal phalanx has broken off and was not returned for evaluation. Dimensional assessment of the returned portion of the phalanx was performed and found to meet print specifications. This investigation could not identify any evidence of product contribution to the reported complaint.